Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in italy, during a transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra valve via transfemoral approach, the balloon burst during the final phase of valve deployment, resulting in incomplete valve expansion. The balloon was retrieved using a snare wire and, despite some difficulty, was successfully withdrawn through the esheath. However, this maneuver resulted in complete delamination of the esheath liner. A second commander delivery system was then prepared to post-dilate the valve. During this attempt, the balloon burst again, though it was removed through the esheath without difficulty. The patient did not sustain any injury related to the balloon burst events but did develop a heart block, for which a permanent pacemaker was implanted. The patient was reported to be in stable condition following the procedure. The devices were discarded at the hospital. According to medical opinion, the root cause of the balloon failures was attributed to severe and sharp calcification at the sinotubular junction, which likely compromised the integrity of the balloons during inflation.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform visual inspection, functional testing, or dimensional analysis. However, evaluation of the provided imagery revealed that the liner was fully delaminated at the distal end, with the material bunched and pulled proximally toward the hub. The delivery system was observed to be lodged within the liner. Additionally, rupture edges of the balloon material were visible through the bunched liner, consistent with a balloon burst. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The complaint for liner delamination has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. In this case, available information suggests that procedural factors (balloon burst, excessive manipulation) likely contributed to the event as per information provided the balloon was burst during inflation and in the imagery provided the balloon can be observed burst. Additionally, it was indicated that "the balloon was removed with a snare wire and after some difficulties". Withdrawal of a delivery system with an altered balloon profile (burst balloon) can lead to the system catching onto the sheath liner. Furthermore, the operator may apply excessive manipulation to overcome the difficulty felt during delivery system retrieval, which can further delaminate the liner as the delivery system is pulled through the sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.